Event description:
While the unit was in use on a patient, the unit shut off after running for 60 minutes. Prior to shutting down, the unit indicated that it was running on external battery, while it was plugged into the ac outlet. The patient was switched to another unit and therapy was continued. No patient injury was reported.